Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/8/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that thirty-seven packets and two empty open samples of product code w8807 were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified the following information was requested and the following was received : according to event description "the needle was separated from the strand", however, quantity of product involved was entered 39. * please confirm if 39 individual devices had this issue during this single procedure. If other, please provide more details. * were there any patient consequences. * please perform and document the follow-up attempt for product return. --please correct the quantity 39ea to 4bx attempts are being made to obtain the following information. To date no response has been provided. *please clarify how many individual devices experienced pull-off suture needle in this single procedure? *please confirm again if qty to be returned should be updated to 4 boxes

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During surgery, the needle was separated from the strand. No adverse patient consequences were reported. Additional information was requested.